Event description:
Patient experienced a problem with the device at his home. Examination by physician determine device had switched itself into "safety mode" for unknown reason. It is not known what factors caused the device to go into safety mode. Another generator was placed. After the procedure the patient was stable.